Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an interventional procedure involving a severely calcified lesion in the iliac artery, via access in the femoral artery, an advance 35 lp low profile balloon catheter ruptured upon the first inflation. Another manufacturer's sheath was used during the procedure; however, the balloon was removed by itself, without the sheath. Another manufacturer's device was used to complete the procedure. Investigation ¿ evaluation. A document-based investigation was performed, including a review of the complaint history, device history record, drawing, instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device history record found no non-conformances related to the reported failure mode. Although there has been one other lot related complaint received from the field for the same failure mode, in this incident the failure is believed to be caused by the severely calcified patient anatomy. There is no evidence that the complaint device was manufactured out of specification. Adequate inspection activities have been established and there is objective evidence that the DHR was fully executed; therefore, it was concluded that there is no evidence that non-conforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) warns, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ cook has concluded that patient anatomy likely contributed to this incident, as the lesion was reportedly severely calcified. The risk analysis for the failure mode was reviewed and it was determined that no further action is required. The appropriate personnel will be notified, and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an interventional procedure involving a severely calcified lesion in the iliac artery, via access in the femoral artery, an advance 35 lp low profile balloon catheter ruptured upon the first inflation. Another manufacturer's sheath was used during the procedure; however, the balloon was removed by itself, without the sheath. Another manufacturer's device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.